Event description:
A customer reported his meter had missing segments and as a result of a delay in treatment, he experienced symptoms of hyperglycemia and went to a local hospital where he was diagnosed with hyperglycemia and treated with insulin intravenously. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The prod has been requested back for an investigation. The f/u report will be sent when investigational results are available.